Event description:
While performing a rbc prime for a pt, we had a procedural issue where by rbcs were not being adequately removed in the bowl. This normally is due to clots or bubbles. This can be removed by purging the bowl. However, after 3 attempts and calling therakos, we were not able to get past this problem. Procedure was terminated and company has been called for service. Field engineers from therakos arrived on (B)(4) 2012 and replaced the optic sensor. Date of use: (B)(6) 2012. Reason for use: graft versus host disease.